Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke off the tampon... Tampon appeared split in half [device breakage]. Case narrative: consumer reported via email that the tampon string broke off and it appeared split in half. No injury was reported.